Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pelvic pain / pain"), menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)"), neoplasm malignant ("tumor/ treatoma/ cancer") and angioedema ("chronic angioedema") in a 31-year-old female patient who had essure (batch no. 886872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 (11dec1995, 09feb1998, 04jul2004, 04oct2011), haemorrhage in pregnancy, rash, urticaria, hematuria, back pain, allergic reaction, meningitis, urinary tract infection, flank pain, persistent headache, overdose (benzodiazepine poisoning), depression, panic attack, numbness, antiviral prophylaxis and esophageal ulceration. Previously administered products included for an unreported indication: doxepin and cimetidine. Concurrent conditions included obesity, decreased appetite, shortness of breath, odynophagia, vomiting, esophagitis, facial swelling, hives, myofascial pain syndrome, sore throat, ear pain, eye redness, fever and anesthesia. Family history included hypertension (father) and diabetes (father). Concomitant products included alprazolam (xanax) for anxiety, paroxetine hydrochloride (paxil) for anxiety and depression, hydrochlorothiazide for hypertension, levothyroxine sodium (synthroid) for hyperthyroidism, diphenhydramine hydrochloride (benadryl) for rash, epinephrine (epipen) for urticaria as well as aciclovir sodium (acyclovir alpharma), clonazepam (klonopin), escitalopram oxalate (lexapro), famotidine (pepcid), hydroxyzine, lorazepam, macro anti stress, omalizumab (xolair), phenazopyridine hydrochloride (pyridium), venlafaxine and zolpidem tartrate (ambien). On 16-dec-2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea") and dyspareunia ("painful intercourse / dyspareunia"). On 1-jan-2012, the patient experienced alopecia ("hair loss / hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal distension ("hormonal changes (bloating)"). On 6-jan-2012, the patient experienced weight increased ("weight gain"). On 1-jun-2012, the patient experienced urinary tract disorder ("infection (urinary/ tract) / urinary problems or changes"), cystitis ("infection ( bladder)") and vaginal infection ("infection (vaginal)") with vaginal discharge. On 1-jan-2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction (metallic taste in mouth)") with dysgeusia and rash. On 1-jun-2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)"). On 10-jun-2015, the patient experienced neoplasm malignant (seriousness criterion medically significant). On 2-mar-2016, the patient experienced bladder disorder ("bladder problems or changes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria. Medically significant and intervention required), menorrhagia (seriousness criteria. Medically significant and intervention required), angioedema (seriousness criterion. Medically significant), mechanical urticaria ("chronic urticarial"), abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain / back pain - radiating from low back down back legs"), migraine ("migraine headaches"), anxiety ("psychological or psychiatric problems (anxiety)"), headache ("headaches"), mood swings ("hormonal changes (mood swings)"), urinary tract infection ("infection-utis"), fungal infection ("infection- yeast infections"), depression ("psychological or psychiatric (depression)"), polycystic ovaries ("polycystic ovarian cyst diseases"), pelvic congestion ("pelvic congestion"), ovarian cyst ("ovarian cyst"), abdominal pain lower ("lower abdominal pain") and chest pain ("chest pain"). The patient was treated with surgery (on 4-oct-2014, plaintiff underwent a total vaginal hysterectomy for removal of essure.), surgery (on 4-oct-2014, plaintiff underwent a total vaginal hysterectomy for removal of essure.) And surgery (on 23-aug-2012 underwent ablation). Essure was removed on 6-oct-2014. At the time of the report, the pelvic inflammatory disease outcome was unknown, the pelvic pain, neoplasm malignant, angioedema, urinary tract disorder, mechanical urticaria, female sexual dysfunction, abdominal distension, anxiety, bladder disorder, cystitis, vaginal infection, weight increased, irritable bowel syndrome, headache, mood swings, urinary tract infection, fungal infection, depression, polycystic ovaries, pelvic congestion, ovarian cyst, abdominal pain lower, chest pain and hypersensitivity had not resolved and the menorrhagia, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, angioedema, anxiety, back pain, bladder disorder, chest pain, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, headache, irritable bowel syndrome, mechanical urticaria, menorrhagia, menstrual disorder, migraine, mood swings, neoplasm malignant, ovarian cyst, pelvic congestion, pelvic inflammatory disease, pelvic pain, polycystic ovaries, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: ablation was performed prior to the removal of essure device. Removing of the essure coils also required removal of plaintiff's uterus and cervix. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight 164 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. 05apr2012 : hysterosalpingogram : no contrast was seen to pass beyond the mid fallopian tube level, complete blockage of the tubes / healthcare informed that confirmed complete blockage of both fallopian and result received on 05apr2012 21-jan-2008 : ivp wio tomography : impression: some prominence of the pelvic floor muscles on the tract supine ap film. No evidence for upper tract obstruction or upper abnormality. No significant post voids residual. 5-apr-2012 : hysterosalpingoram : impression: low pressure hysterosalpingogram demon5trated essure devices to in place within the fallopian tubes as described. No contrast was seen to pass beyond the mid fallopian tube level confirming complete blockage of the tubes. 24-sep-2014 : us pelvic echo : impression: small 2.4 cm right ovarian follicle or cyst is noted. No focal uterine or endometrial or ovarian abnormality is identified. No evidence of adnexal mass or ovarian torsion. 2-oct-2014 : CT abdomen/pelvis w/ contrast : impression: suggestion of ruptured right ovarian cyst likely hemorrhagic with free right adnexalfluid. No evidence for appendicitis, ileus or obstruction. 26-nov-2014 : MRI pelvis wlo contrast : impression: status-post hysterectomy. Normal mr appearance of the ovaries. There is a small amount of fluid in the pelvis, mainly seen dorsal to the right ovary. Visualized neurovascular structures appear normal. 23-dec-2016 : MRI abdomen w & wlo contrast : impression: simple appearing cystic lesion in the head of the pancreas measuring up to 1.2 cm. If patient has a history of pancreatitis then this most likely represents a pancreatic pseudocyst. In the absence of a history of pancreatitis this may represent a cystic neoplasm. No current aggressive components are seen to suggest a malignant neoplasm. Given its large and unilocular size it may represent a macrocystic or a mucinous cystadenoma. 20-feb-2017 : CT abdomen/pelvis w/ contrast : impression: 1. No acute abdominal or pelvic abnormality is identified. No evidence of bowel or mesenteric edema. 2. There is stable benign-appearing 1.2 cm cyst in the head of the pancreas. No focal enhancing pancreatic lesion is identified. 3. Hysterectomy is identified. There is stable nonspecific focal 2.4 cm soft tissue prominence in the right posterior pelvis adjacent to the vaginal cuff, likely post surgical change. Small pelvic free fluid is identified, nonspecific. ¿concerning the injuries reported in this case, the following ones were described in patient¿s pfs: peilvic inflammatory disease, also confirming pelvic pain, dyspareunia, dysmenorrhea, anxiety,depression, chest pain,, anxiety, headache. Most recent follow-up information incorporated above includes: on 12-feb-2018: events- "apareunia (inability to have sexual intercourse), allergic or hypersensitivity reaction (metallic taste in mouth), psychological or psychiatric problems (anxiety), bladder problems or changes, urinary problems or changes, infection ( bladder), infection (urinary/ tract), infection (vaginal), weight gain, gastrointestinal or digestive system condition (irritable bowel syndrome), headaches, tumor/ treatoma/ cancer, rashes or skin condition, hormonal changes (mood swings), hormonal changes (bloating), abnormal bleeding(vaginal), allergic or hypersensitivity reaction - rash, infection-utis, infection- yeast infections, psychological or psychiatric (depression), chronic urticarial, chronic angioedema, polycystic ovarian cyst diseases, pelvic congestion, ovarian cyst ,lower abdominal pain, chest pain", lot number, historical condition,reporter added from pfs. Event - "pelvic inflammatory disease", lab data, historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (on (B)(6) 2014, plaintiff underwent a total vaginal hysterectomy for removal of essure.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: ablation was performed prior to the removal of essure device. Removing of the essure coils also required removal of plaintiff's uterus and cervix. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.